Event description:
It was reported that they inserted and withdrew the needle. When they tried to attach the extension set and flush it, they could not connect it because a broken piece of plastic was inside the IV catheter hub. The report type was classified as a product problem, and the outcome was listed under other serious or important medical events. The device was not a single-use item that had been reprocessed or reused, and it had never been serviced by a third-party provider. The incident took place in an outpatient treatment facility, and the operator of the device was a health professional. The report was submitted to the manufacturer. There was no reported patient harm.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.